Event description:
It was reported that the patient was feeling lightheaded and dizzy. The physician noted that the atrial pace was not followed by a ventricular beat and thought the patient's symptoms were related to not having ventricular beats. The device remains in use. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.